Event description:
The lay user/patient contacted lifescan alleging, the control solution test results are inaccurately high out of the control solution range. The customer care advocate noted that incorrect technique was used. The issue was not resolved, because the pt did not have test strips to troubleshoot. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.